Event description:
Subsequent to the initial report, additional information was provided. During device preparation, the tubing was connected to the appropriate flush ports. The leak was noted just prior to the preparation step when the lock lever cap required de-airing. When the leak was noted, the lock lever cap was re-tightened multiple times; however, the leak persisted. No additional information was provided.

Manufacturer narrative:
Based on available information, the reported leak/splash (lever) appears potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.h6: investigation conclusions code 67 removed. The following was removed: based on the available information, a cause for the reported leak/splash (lever) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported leak/splash (lever) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed for leak. It was reported that during preparation of the clip delivery system (cds), it was noted that when tubing was connected to the lock lever cap and heparinized saline entered the chamber, the device was leaking. The leaking continued when the lock lever was pumped. It appeared that the cap was not sealing correctly. The device was not used and there was no patient involvement. No additional information was provided.